Event description:
The customer stated that they had high blood glucose and tried to deliver a bolus but the insulin pump refused to give insulin based on the active units left. The customer declined to provide their exact blood glucose reading. The customer had tried to count the carbohydrates, but took a guess, so their blood glucose ran high. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).